Manufacturer narrative:
Company comment: during a prostate brachytherapy case, it was reported that several anchorseeds jammed in the mick applicators and/or needles that were being used. It was also noted that the case was completed with the required number of seeds utilized, and there was no report of harm to the patient. However, this is a reportable case because extra time was necessary to complete the procedure, which would increase the patient's potential risk of harm by being subjected to a longer period of general anesthesia than they would have if the device had functioned flawlessly. The longer a patient is under general anesthesia, the greater the potential risk. Patients, especially men in the age group that most commonly develops prostate cancer, are at risk for a cardiac, pulmonary and cns complications from anesthesia, among others, so an extension of time under anesthesia increases these risks. Therefore, this case does involve at least a potential increased risk of harm to the patient and is thus a reportable event. There is no evidence of patient harm as a result of the event evaluated in this assessment. As part of a retrospective review this complaint has been reopened for additional investigation analysis. This is ongoing at the time of reporting.

Event description:
This is a medical device report received on (B)(6) 2010, from a medical physicist regarding anchorseeds jamming in mick applicators and/or the prostate seeding needles during a procedure. The reporter confirmed that during the brachytherapy procedure 3 mick applicators were used. During the procedure several seeds jammed in the prostate seeding needles and during the procedure 2 of the 8 cartridges fit tightly into the applicator and, the fit was consistently tight across all three applicators. It was found at the end of the implant that the seeds were stuck in the hub of the needle and the additional seeds were fed out of the cartridge causing the applicator to jam. It was also noted that there was some dragging within some needles and some seeds were different colors. However, the case was completed with the correct number of seeds being implanted. A further investigation has been performed by the facility.